Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the physician attempted to perform an atrial threshold test, but the test failed due to the security margin not being met and the device reverted to initial settings. The patient did not need atrial pacing, so the physician programmed the a-cap confirm off. The patient was well.